Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as due to a ¿cold and improper diet". As no further clarification or information was able to be obtained, the cause of the event will be assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. The patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide further information.